Event description:
It was reported that the patient was in the hospital for an unrelated reason, when the right ventricular (rv) lead had an impedance drop to about 298 ohms. Some pauses were also observed, on telemetry. The electrophysiologist could not find anything wrong, with the system. However, a physician commented that the previous implanter may have put a suture through the lead. The rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.